Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device by the manufacturer, an issue related to the oxygen sensor was observed. The device's oxygen blending module board was replaced to address the issue.